Event description:
Boston scientific received information that during the implant procedure, when the venipuncture was performed to insert this right ventricular (rv) lead, a perforation of an artery occurred. However, it was not immediately recognized and was noticed after the leads were implanted and connected to the device. The bleeding was not able to be controlled, so the leads and device were explanted. The patient was stabilized and transferred to the critical care unit. A new implant procedure was planned for a later date.

Manufacturer narrative:
The explanted leads were discarded at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.